Manufacturer narrative:
All buttons functioned properly during testing. However, found moisture damage on the keypad traces during visual inspection. No button error alarms noted during testing. The pump passed the displacement, prime and excessive no delivery tests. No excessive no delivery alarms noted. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed multiple no delivery alarms. During troubleshooting, found button error alarm. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.